Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose were 114, 147 mg/dl. Tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.